Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue.  It was observed that the internal hlc batteries had been depleted and would not allow the device to power on.  After thorough testing, the cause of the reported issue could not be conclusively determined. The customer received a replacement device.

Manufacturer narrative:
The customer advised physio-control that they do not have any information on the status of this particular device return.  The customer indicated that they do not believe they still have this device in their possession.  The device has not been returned to physio-control for evaluation.  The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. The device will not power on. There was no patient use associated with the reported event.